Event description:
It was reported that "at the first refill for the pump since implant, the pump reported a reservoir volume of 3.5ml but 18ml was aspirated. The programmed dose was confirmed as 362ug/day." The logs were not read and the reports do not show any alarms. The concern was that the pump did not deliver the drug while the dose was titrated upwards. They were concerned that if an occlusion was present and it cleared, more drug than intended would arrive in the intrathecal space. It was believed that the catheter was an (B)(4). Tests, decisions and assessments were planned. The patient outcome was noted as "unknown, drug not adequately delivered, concern for overdose." The drug in the pump was compounded baclofen.

Manufacturer narrative:
.

Event description:
Additional information received later reported that the explant date of this pump was scheduled on (B)(6) and later rescheduled for (B)(6). A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter and sc connector revealed indent down in sc connector seal along with occlusion.

Manufacturer narrative:
.

Event description:
Additional information: it was later reported that the tests had been performed and it appeared that the catheter was blocked. The roller study showed the motor was successfully turning. The x-ray inspection showed an intact catheter, correctly aligned catheter pump connector; there were no anomalies visible. However, aspirating the catheter was not possible; they could not inject the dye so no contrast study was performed. A "blockage was suspected" and a revision was planned. A follow-up report will be sent if additional information becomes available.